Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -8.50/2.0/106 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a longer length lens due to observation of low vault with rotation. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).